Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint. The instrument was found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. Additionally, the fenestrated bipolar forceps instrument was found to have one indentation on the edge of the distal idler pulleys. There were no pieces missing. The grip cable was broken. Further evaluation found the instrument had charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument passed the electrical continuity test.

Event description:
It was reported that during da vinci nephrectomy surgical procedure, fenestrated bipolar forceps instrument was not gripping tissue adequately. No known impact or patient consequence was reported.